Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: (B)(4). D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 7/4/2017. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device. The handpiece device was tested with the supplied lids. It was determined that the device passed all the inspection criteria during the pre-repair diagnostic assessment and no failures were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined, and no problem detected. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date is unknown. Concomitant medical product: lid devices and power module devices, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event: it was reported from (B)(6) that during an open reduction and internal fixation (orif) surgery for a trochanteric fracture of the femur, it was discovered that the power module devices, battery handpiece/modular device and lid devices did not work at all. According to the reporter, the devices were confirmed to have been working properly before sterilization. However, the devices stopped working during use. It was reported that the surgeon changed the power module and the lids; however, the issue did not improve. There were no delays to the surgical procedure as spare devices were used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.